Event description:
The skew and / or rotation movement of the lateral channel (l'arc) of the integris allura biplane system works only in one direction. This can result in an intermittent opposite movement as initiated. This can also happened during an already started movement. The concern is that the operator may be caught between the unexpected motion of the l'arc and stand. This problem was identified by in-house personnel in best, netherlands.